Event description:
It was reported that the user experienced repeated insulin set expiration alarms after supply changes, and customer care determined the user was not completing the full supply change sequence, including failing to perform the fill cannula step and selecting ¿no¿ when prompted about inserting a new infusion set. There were no reported symptoms. Outcomes included the need for troubleshooting and user education. Investigation included telephone-based troubleshooting and education on correct infusion set and cartridge change steps. Investigation of this case revealed user error related to incorrect supply change steps, with the device functioning as designed when the required sequence is followed. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions.